Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/heavy menstrual bleeding/excessive bleeding'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "patient did not underwent an essure confirmation test". The patient's concurrent conditions included: overweight. Concomitant products included: alprazolam from 18-jan-2018 to 19-feb-2018, amitriptyline from 23-jan-2018 to 16-feb-2018, ciprofloxacin, diclofenac sodium since 4-sep-2018, meloxicam from 21-jun-2018 to 19-jul-2018, methylprednisolone since 14-jun-2018, tramadol from 21-jun-2018 to 30-jul-2018 and venlafaxine. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pain"), vaginal infection ("infection (bladder/urinary tract/vaginal), type: vaginal"), urinary incontinence ("bladder or urinary problems or changes:very weak bladder"), dysmenorrhoea ("dysmenorrhea(cramping)/cramps"), bacterial infection ("infection(other), describe: bacterial/developement of frequent bacterial infections after essure") and abdominal pain lower ("cramps"). The patient was treated with metronidazole and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, vaginal infection, urinary incontinence, dysmenorrhoea, bacterial infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, bacterial infection, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary incontinence, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight as of (B)(6) 2019, 120 lbs. Approximate weight at the time of essure placement 133 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 25.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020, quality-safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/heavy menstrual bleeding/excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent an essure confirmation test". The patient's concurrent conditions included overweight. Concomitant products included alprazolam from (B)(6) 2018, amitriptyline from (B)(6) 2018, diclofenac sodium since (B)(6) 2018, meloxicam from (B)(6) 2018, methylprednisolone since (B)(6) 2018, tramadol from (B)(6) 2018, ciprofloxican and venlaxfaxine. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), genital haemorrhage ("abnormal bleeding general"), pelvic pain ("pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), urinary incontinence ("bladder or urinary problems or changes:very weak bladder"), dysmenorrhoea ("dysmenorrhea(cramping)/cramps"), bacterial infection ("infection(other) describe: bacterial/developement of frequent bacterial infections after essure") and abdominal pain lower ("cramps"). The patient was treated with metronidazole and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, vaginal infection, urinary incontinence, dysmenorrhoea, bacterial infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, bacterial infection, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary incontinence, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 120 lbs. Approximate weight at the time of essure placement 133 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: pfs received: new event patient did not underwent an essure confirmation test was added. Concomitant medication added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/heavy menstrual bleeding/excessive bleeding') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), urinary incontinence ("bladder or urinary problems or changes: very weak bladder"), dysmenorrhoea ("dysmenorrhea(cramping)/cramps"), bacterial infection ("infection(other)- describe: bacterial/developement of frequent bacterial infections after essure") and abdominal pain lower ("cramps"). The patient was treated with metronidazole and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, vaginal infection, urinary incontinence, dysmenorrhoea, bacterial infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, bacterial infection, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary incontinence, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received. Event injury nos was replaced by the new events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginal, bladder or urinary problems or changes: very weak bladder, dysmenorrhea (cramping), pain, infection(other)- describe: bacterial/development of frequent bacterial infections after essure, abnormal bleeding(general). Surgery ablation was added to the event menorrhagia and case became incident. Treatment drug and reporter's information was added. Concomitant condition was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.